Event description:
The patient reports experiencing pain and spasms since the device was implanted. The device has been implanted since 2006. Additional information has been requested from the hcp but was not available on the date of this report.